Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) lens is cracked. Analysis also found the upper case is dented affecting keyboard fit. Upper case, lower case, and battery drawer are broken and contaminated. Battery release and ring cover are contaminated. Both bail covers and lead flex cover are broken. Battery contacts are compressed, the ring is bent, and the keyboard is damaged. (B)(4).

Event description:
It was reported the screen is cracked. The device was returned for repair. No patient involvement or complications were reported.